Manufacturer narrative:
Device evaluation: the customer's statement "blurry image" can be confirmed. The optics are chemically corroded and leaking in the distal area of the solder joint. Due to the leak, moisture was able to penetrate the system unhindered, which was confirmed by applying compressed air and ice spray to the distal end. Furthermore, the optics shaft is significantly bent. When focusing the optics, foreign particles were found in the system, caused by the existing leak and the mechanically bent optical shaft. The optics show scratches and impact marks in the distal area and on the surface. The damage/defects found were most likely caused by clinical use and clinical reprocessing and cannot be attributed to a manufacturing/production defect. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the optical system has a foggy image. No negative impact in state of health reported.